Manufacturer narrative:
Concomitant medical products: 457445, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an audible alert. It was determined that an alert was triggered for the right ventricular (rv) lead due to high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.